Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, the reported pericardial effusion was a result of procedural conditions, and hypotension was an outcome of pericardial effusion. Pericardial effusion and hypotension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The hospitalization, unexpected medical intervention, and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report a pericardial effusion. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it as noted the patient had a restricted posterior leaflet. Two clips were successfully implanted, reducing mr to a grade of 1-2. To further reduce mr, an nt clip was inserted, but when the lowering the clip into the left ventricle (lv), the patient¿s blood pressure dropped. A pericardial effusion was then observed via echo. The clip delivery system (cds) and steerable guide catheter (sgc) were removed and pericardial drain was put in place. The physician was unable to determine which device caused the pericardial effusion. The patient was then transferred to surgery to treat the pericardial effusion. No additional information was provided.